Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Advance failure analysis (afa) investigation replicated/confirmed the customer reported complaint. A closer look was taken at the instrument distal pulley with a higher magnification. It was observed that the scratch mark/abrasion was some kind of foreign material, not damage to the distal pulley. The distal pulley was cleaned and inspected again and no damage was observed. The instrument tip was moved around in the full range of motion to check for any damage to the cables and none was observed. The instrument was found to be fully functional with no damage observed. The reported complaint was unable to be replicated/confirmed.

Event description:
Refer for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the distal pulley- scratch marks/ abrasions to be related to the customer reported complaint. For clarification, the medium-large clip applier instrument was found to have scratch marks and abrasions on the idler pulley. Visual inspection of the pulleys found they were all present and working properly. Instrument cables were also undamaged and working properly. The instrument housing was removed and no obvious damages were found. The instrument was placed on an in-house system and passed all functional tests. The clip test was performed and passed twice. Common causes of failure mode scratch marks/abrasions of distal pulleys are typically attributed to mishandling/misuse.

Manufacturer narrative:
Isi has requested the medium-large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the medium large clip applier (part number 470327-12/lot number k10220117 0014) associated with this event has been performed. Per the review, the medium large clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 62 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the medium-large clip applier instrument had a broken pulley during angled clip application. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted non transthoracic esophagectomy surgical procedure, the medium-large clip applier instrument had a broken pulley during angled clip application. The procedure was completed with no reports of patient injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.